Event description:
Device was explanted due to clinic check post implant revealed elevated rv lead threshold and impedance. Lead testing before and during case revealed normal rv values, however the physician implanted a new device due to the anomaly seen in clinic. Inspection of device/lead during changeout was normal. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, and the bos battery status was confirmed. The device had been implanted for 1 month and 14 days. The header of the ICD was visually inspected, revealing no anomalies. The memory content of the device was thoroughly inspected, and the ability of the device to deliver therapies was successfully verified. The anti bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The right ventricular pacing threshold and impedance were found to be within the normal and expected range, according to the programmed settings. This confirms the full functionality of the device and excludes it as the cause of the reported elevation in the rv lead threshold and impedance. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, indicating a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were analyzed. Thorough analysis proved full functionality of the device. Especially right ventricular pacing threshold and impedance were normal and as expected. There was no indication of a material or manufacturing problem.